Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis in maintenance mode and pockets failure. The customer stated that they were unable to access the medication from the affected cubie, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was failed. A field service engineer unseated and reseated all row board connections at auxiliary 1.1, row e. All new cubies in that row were also cycled. The system functioned as intended after the field service engineer repaired the device.